Manufacturer narrative:
The valve remains implanted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic was unable to obtain the patient's weight. (B)(4).

Event description:
Medtronic received information that thirty nine days following the implant of this transcatheter bioprosthetic valve, severe paravalvular leak (pvl) and congestive heart failure (chf) were noted. An echocardiogram confirmed that the valve migrated ventricularly. The valve could not be snared, so another valve was implanted to attempt to resolve the pvl, but did not created enough radial force to stop the pvl. A third valve was implanted which improved the pvl. No other adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.